Event description:
Inpatient requiring small bore feeding tube for enteral feedings. Following placement of covidien 10 f kangaroo nasogastric feeding tube # (B)(4), patient sustained a pneumothorax. Placement of chest tube medically suggested, but family refused due to palliative care decisions. 2 additional inpatients over 5 week period of time, requiring chest tube for treatment of pneumothorax immediately following insertion of covidien 10f tube, as above. Placement of ng feeding tube for enteral feedings.